Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the surgery. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR. It was reported that during about 3 months of implantation period this lead showed an increase of pacing threshold up to 5.5v@1.5ms and a constant sensing decline. A revision was attempted without success and a new lead was implanted. This device was not returned. No adverse patient side effects were reported.